Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the mildly tortuous and non-calcified obtuse marginal branch. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during deployment, it was noted that the tip of the stent strut was lifted. The device was removed and the procedure was completed with a 2.5 30mm non-boston scientific stent. There were no complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the mildly tortuous and non-calcified obtuse marginal branch. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during deployment, it was noted that the tip of the stent strut was lifted. The device was removed and the procedure was completed with a 2.5*30mm non-boston scientific stent. There were no complications reported and the patient status was stable.